Event description:
Healthcare professional reported 3 days after injection with juvederm ultra plus xc in an unspecified location pt contacted the clinic regarding an adverse event and was prescribed keflex and advised to take claritin. Details about the adverse event were not provided by the healthcare professional in their initial report, nor has the healthcare professional responded to multiple requests for additional info.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. Device labeling: precautions for use: as a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects: medical practitioners must inform the pt that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Any other undesirable side effects associated with injection of juvederm ultra plus xc must be reported to the distributor and/or to the MFR.